Event description:
During an oophorectomy, the endopouch bag broke from the bottom and may have resulted in a small piece of silicon bag being left in the abdomen of the patient. An extensive search of abdomen was done and did not reveal anything. However, patient has experienced abdominal pain since the procedure.